Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The cause of the patient's outcome could not be determined. As part of our investigation, olympus made multiple follow ups to gather additional information regarding the event via telephone and in writing, but no additional information was obtained.

Event description:
Olympus received a legal document on february 17, 2016 which alleges that following the admittance of a patient in (B)(6) 2014, the patient developed medical conditions after being examined by an unspecified endoscope. The medical conditions included: infection, renal insufficiency, respiratory insufficiency, sepsis, cardiac arrest, and dehydration. The patient sustained injuries as a result of a fall, and ultimately expired. The cause of death is unknown.